Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found a damaged cover was found due normal wear. There were also a damaged ring, broken spike, defective fastener, and device would get hot. The device was repaired, some parts were replaced. Manufacturing date for this device is unavailable.

Event description:
It was reported it runs even when it is unlocking. This is report 1 of 1 for (B)(4).